Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified mid left anterior descending artery. The 3.5x23mm xience xpedition stent delivery system (sds) was deployed but a distal edge dissection was observed. The 3.5x18mm xience xpedition was used to cover the dissection; however, another dissection occurred and a 3.5x15mm xience xpedition was used to treat the dissection. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience xpedition device is being filed under a separate medwatch report number.